Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the insertion part was crushed; poor brush insertion was found in the forceps channel, light guide bundle was broken, the curved tube was crushed, and the image guide bundle was significantly broken. Additionally; coat of the image guide serpentine was peeled off and eyepiece was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a request for a comprehensive inspection on the tracheal intubation fiberscope due to "insertion part broken." During the inspection of the returned device the image guide coat was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch (MFR# 8010047 2022 06229). The aware date should be 14-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the peeling of the coating on the guide serpentine. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to mishandling of the device, or from stress from repeated use. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.